Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
"It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. (Sae info) no data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient's daughter stated the cgm was 41 mg/dl while the bg was 90 mg/dl. They called dexcom's technical support and was advised to calibrate the cgm and monitor the bg readings. A few hours later, the patient's daughter called dexcom's technical support again to report that the patient had an adverse event. The patient had an upset stomach, had no appetite, was profusely sweating and lost consciousness. Emergency medical services was called and upon arrival, the cgm was reading 70 mg/dl while the bg was 35 mg/dl. The patient was administered oral glucose and glucagon. The patient regained consciousness shortly after and was transported to the hospital for further care. At the time of the follow up contact, the cgm was 87 mg/dl while the bg was 64 mg/dl and the patient was recovering from the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.